Event description:
The customer reported that the ortho provue analyzer did not detect weak reactions (false negative) while performing crossmatch and antibody screen testing.

Manufacturer narrative:
The customer reported that the ortho provue analyzer did not detect weak reactions (false negative) while performing crossmatch and antibody screen testing. The customer provided a cd of log files for add'l investigation. The customer complaint was confirmed in 3 of the 4 microtubes. On 8/3/2006, an ocd field engineer arrived on site. The field engineer performed camera adjustments and returned the analyzer to expected operation. Erroneous results were not reported as all weak reactions interpreted as negative were questioned by a health professional. However, if this incident were to recur undetected, it may lead to transfusion of incompatible blood. The analyzer could not be ruled out as a contributing factor to this incident.